Event description:
It was reported that during right ventricular revision because of the intermittent exit bock, the set screw was found to not be tightened down completely. The pace maker was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: analysis was normal. No anomalies were found.